Event description:
It was reported the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional event information reported by the customer: sampling from all channels performed on gastrointestinal videoscope 2024 identified 6 cfu/endoscope stenotrophomonas maltophilia and 5 cfu/endoscope candida albicans. Sampling from the air/water channel performed on gastrointestinal videoscope2024 identified 15 cfu/endoscope environmental germs and >80 cfu/endoscope stenotrophomonas maltophilia. Sampling from the suction channel performed on gastrointestinal videoscope 2024 identified 1cfu/endoscope escherichia coli and 1 cfu/endoscope enterococcus faecium.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the [legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: all channels, cfu: 12cfu/endoscope, bacterial identification: aspergillus species. Sampling date: (B)(6) 2024, sampling from: biopsy channel, cfu: 1cfu/endoscope, bacterial identification: filamentous fungi. Sampling date: (B)(6) 2024, sampling from: suction channel, cfu: 3cfu/endoscope, bacterial identification: moraxella osloensis, filamentous fungi, bacillaceae. Regarding air/water-channel and auxiliary water channel; olympus provided the result of culture test which was performed in the third-party labs on (B)(6) 2024. The test resulted in negative. Sampling date: (B)(6) 2024, sampling from: all channels, cfu: 4cfu/endoscope, bacterial identification: microorganisms revivable at 30°c. The customer provided the cds processes were reviewed and no obvious deviations from instructions for use (IFU) were identified. The device was evaluated and scratches were observed in the air/water cylinder, suction cylinder and biopsy channel. The observed damage/scratches were determined to not likely affect the performance of device cleaning/reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. Olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, and microorganisms were detected. Olympus again culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, and again, microorganisms were detected. The investigation noted that the hospital (user) detected micro-organisms that are present in the gi-tract. Olympus detected environmental organisms, most commonly due to a cross contamination during sampling. Since no additional information was provided on the users cds practices and without destructive sampling, it is impossible to determine the cause of the remaining bacteria. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.